Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 11 unopened pouches and 1 open sample. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in stock. Received 11 closed samples and one open used sample that shows fraying in the thread surface thread surface appearance of the closed samples received is correct and the usual one. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Remarks: "when working with softcat suture materials great care should be taken to ensure that they are not damaged during handling. When handling with tweezers and needle holder care should be taken to ensure that the materials are not damaged by being pinched or kinked". Final conclusion: complaint is not justified. Although thread surface appearance of the closed samples received is the usual one, fraying does not appear. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from the investigation, it is not required to take action in the distributed product. A credit note for one box of product will be issued as a courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread frays.